Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient experienced high blood glucose (bg) event while changing site of infusion set on (B)(6) 2026. The blood glucose (bg) was 24 mmol/l and was treated with insulin via manual injection. The blood glucose was high for more than four hours. No further information available.